Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureteroscopy procedure performed on (B)(6), 2013.according to the complainant, during the procedure, the basket detached inside the patient. The physician attempted to retrieve the detached basket but was unsusccesful; however the physician was able to remove the stones with the use of a retrieval grasper. The procedure was completed with a different device. The detached basket was successfully removed on (B)(6), 2013 via a percutaneous access procedure. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket detached inside the patient. The physician attempted to retrieve the detached basket but was unsuccessful; however the physician was able to remove the stones with the use of a retrieval grasper. The procedure was completed with a different device. The detached basket was successfully removed on (B)(6) 2013 via a percutaneous access procedure. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A detailed device analysis was performed on the returned gemini basket and revealed that the condition of the returned unit was consistent with the complaint incident that the basket was detached. The basket was no longer present when returned and the wire detached at the splice cannula. The outer sheath was kinked near the distal end. The broken wire sub-assembly move freely through the sheath when the handle was actuated. The wire sub-assembly splice joints are 100% inspected in process per the solder splice and grind goi. Other defects that were identified indicate that significant forces were applied. The amount of force exerted on the wire sub-assembly causing it to break was impossible to determine. The defect could be related to manufacturing, use, operational context, or possibly interaction with the scope or another device during the procedure. Therefore, the most probable root cause for the detached basket is undeterminable. A device history record (DHR) was performed and revealed no issues related to this complaint; there were no non-conforming events or any deviations identified. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.